Manufacturer narrative:
A partial lead with the lead tip measuring 47.7cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that increased capture threshold was observed on the rv lead during ra lead revision. Rv lead was extracted and replaced. Patient was stable post-procedure.